Manufacturer narrative:
(B)(4). Batch # n55m4v. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) batch # unk. Additional information received: male patient, (B)(6). Patients pre-op diagnosis: hepatic metastases, neoadjuvant chemo therapy. Patient¿s actual condition: good. The device was closed on left hepatic vein without any problems, but the device could not be fired. The tissue was evenly placed between the jaws and the device was not closed on another staple line. The device could not be opened again. Also with the red reverse button it was not possible to release the instrument from tissue. This issue happened during the second firing of the device. They used a white reload with the device. The procedure was converted to open to release the device from tissue. The procedure could be finished successfully. Additional information requested but unavailable: on what tissue was the first firing of the device? Were any clips used in vicinity of the second firing? Was the device difficult to close on tissue for the second firing? What trouble shooting steps were taken to open the device after red reverse button was pressed? How was the device eventually released from the tissue?

Event description:
It was reported that during a laparoscopic hepatectomy procedure, after firing, the instrument could not be opened; converted to open. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.